Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: it was noticed that there is a tiny hole in the needle hub. To aid in the investigation, one sample and one photo were received for evaluation by our quality team. The sample came with no packaging blister, but with the plastic shield. A visual inspection was performed with a 30x microscope. There is a tiny hold in the needle hub. No other defect or imperfections were observed. The photo provided shows the sample received. A device history record review was completed for provided material number 302047, lot number 8143649. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. The molding settings were verified finding them all acceptable. Investigation conclusion: based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Root cause description: based on the shape of the hole, this is a defect from the molding process. It could have been possible that during the molding process the packing of resin into the molding cavity was not sufficient inducing the short shot. Rationale: CAPA not required at this time.

Event description:
It was reported that needle ns 30ga 1/2in bns yel hub tw euro needle hub had a hole. The following information was provided by the initial reporter: it was noticed that there is a tiny hole in the needle hub, therefore needle holder is leaking.